Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: during inspection of the returned product two clamping jaws were found broken off inside. This is likely to be due to user error. The clamping jaws inside can break if the pin is not fully inserted into the counterpart (as described in the IFU). The ends of the clamping jaws rest on the larger diameter of the pin (they should fit into the area with the smaller diameter). Turning/tightening the clamping jaws thus exerts increased force on the jaws, causing them to break. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that equipment broke the second time it was used. The broken pieces almost fell inside the patient during the procedure. No negative impact in state of health reported.